Event description:
During prep the splines of the ablation catheter were not forming correctly. The catheter was removed and replaced with no reported harm to the patient. Clincial site notified mfg rep directly. Manufacturer response for field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).